Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. Additionally, the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The damage was localized to the yaw pulley region adjacent to the frayed grip cable. Visual inspection revealed localized charring and melting along the yaw pulley grip cable path. The instrument passed the electrical continuity test. The observed damage pattern is not consistent with internal heat generation and is instead consistent with exposure to an external heat source, potentially due to contact with another energized instrument during use. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.